Event description:
The reporter stated the technician removed an aa4203tf toric silicone single piece lens from the lens tray and noted that the lens was torn. The lens was not used or loaded and there was no patient contact. The reporter stated the lens was received torn and was defective.

Manufacturer narrative:
Results - a lens work order search was performed and no similar complaint was found.